Manufacturer narrative:
This instrument has been investigated. On 7-14-2016 an ocd field engineer (fe) arrived at the customer site and performed troubleshooting for false negative results. After troubleshooting the fe was not able to find any issue with the provue. The fe observed the gel card and tiff file on the provue and it clearly shows negative results. No issues were noted from review of the log files by the fe. The provue is performing as expected no repairs needed.

Event description:
The customer reports the ortho provue gave false negative antibody screen results on a patient that was later identified as having anti-d. (B)(4)